Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (128-fxxx) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/09/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/15/2016 with the following findings: there were multiple post delivery motor power supply (128-fe80) alarms observed in the black box that occurred during ¿rewind¿ attempts. The battery cap was not returned, so a test cap was used. The pump powered on with the test cap and its current draws measured within specifications. The load cartridge function was performed to exercise the motor; no alarms were duplicated during investigation. The complaint was verified in the history but not duplicated during testing. (B)(4).